Event description:
The reporter stated that she did not do a color comparison nor used a control solution when receiving an er1 message two weeks ago. She is not alleging any harm and there was not medical intervention.